Event description:
The customer reported to zoll distributor that during pt use, although a fully charged battery was use, the autopulse platform prompted "battery empty" message as soon as compression started. No adverse pt sequelae were reported at the time. Additional information provided by the distributor stated that user advisory (ua) # 44 (battery voltage too low during compression) was displayed during use. They also reported that according to the archive file, the led light was green on the battery. Manual compression was administered. The customer did not report any serious injury or death to the distributor.

Manufacturer narrative:
The autopulse platform with serial number (B)(4) was investigated by zoll distributor and they were not able to confirm the reported complaint. Visual inspection showed that the head restraint was broken. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.